Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. Tandem technical support educated the customer on ensuring the cartridge isn't removed out of sequence. The customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. A bolus was delivered, and a manual insulin injection was administered to address bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.